Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record: the DHR shows no abnormalities related to the reported failure. Unit was received with the lock having rotational and lateral movement and a residue buildup was present, and the index knob was difficult to lock. Unit needed new components added to replace worn internal parts. General maintenance, cleaning and replacement of worn internal parts are required at this time. The index knob was difficult to lock, thus the complaint is confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that they are having trouble getting the mayfield modified skull clamp (a1059) to stay in place and not move when in prone. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.